Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The occurrence date of the reported iipv had already been overwritten in the alarm and event log and the user had 3 bypasses thus the cause is undetermined. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:27:45. During night drain cycle three, the patient's ultrafiltration reading was 1105ml, indicating the home patient (hp) drained 845ml more than their maximum programmed fill volume of 1300ml. This information meets iipv criteria. No additional information is available.